Event description:
Per the clinic, the patient experienced swelling at the implant site. The device was subsequently explanted on (B)(6) 2025 under general anesthesia. There are no plans to reimplant the patient with a new device as of the date of this report. Additional information has been requested but it has not been made available as of the date of this report.